Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the pipeline braid was found to be damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was given dual antiplatelet therapy (aspirin and plavix). During the procedure, it was reported the three pipelines(4.50mm x 18mm, 4.50mm x 16mm, 4mm x 18mm) were successfully detached from their capture coils; however, they would not completely open despite attempted deployment techniques, so they were all removed from the patient by trapping the pipeline braid between the capture coil and the catheter. The fourth pipeline was successfully implanted in the patient without issues. Same event as MDR# 2029214-2014-00557 and 2029214-2014-00558.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).